Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mother reported via phone call that reservoir o-ring was come off . The customer¿s blood glucose level was unknown. Troubleshooting was not performed. The customer was advised to discontinued the insulin pump and revert to backup plan. The product will not be returned for analysis.